Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2023-05031. D6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8-should have been left blank. G1 reporting contact fax number missing.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility in japan reported a 13-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant in japan had a 2.5 placed for support along with ECMO (extracorporeal membrane oxygenation). The team had the pump come out of support after just over 3 hours of support. The pump could not be re-delivered across to the lv (left ventricle¿). The pump was explanted. The ECMO supported the patient without harm or injury.